Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device found to be in backup vvi mode via a merlin.net transmission. The patient was asymptomatic to the backup vvi issue. The patient was brought into the clinic for further evaluation. The patient's presenting rhythm was intrinsic faster than 67.5 ppm. Device download was performed successfully. The patient was stable and comfortable during the download procedure.